Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, error test, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
An insulin pump was returned without authorization for analysis. No further information was provided.